Manufacturer narrative:
The lead was returned with no reported event. Final analysis found an external insulation abrasion exposing the outer coil in two locations at 15.3 cm to 15.5 cm from the connector pin and 6.8 cm to 9.3 cm from the distal tip. One consistent with friction to the device can and one consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis. External abrasion.